Event description:
It was reported that the programmer exhibited autonomous cursor movement. It was noted that after a few minutes of powering on, the cursor began clicking on random areas of the screen without any user input, accompanied by clicking sounds. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer exhibited autonomous cursor movement. There was no autonomous activation of the on-screen features observed. It was noted that the keyboard hinges, left and right, were broken. The display hasp latch was also broken. An electromagnetic interference (emi) repair was performed as a preventive measure. All the defective parts were replaced. The programmer then passed all the final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.